Event description:
The customer received questionable results for multiple assays for one sample from a pre-surgery patient. Of the data provided, only the following results were discrepant. The initial urea/bun result was 189 mg/dl with a data flag. The initial creatinine result was 5.42 mg/dl with a data flag. The initial aspartate aminotransferase (ast/sgot) result was 9 u/l with a data flag. The initial creatine kinase (ck) result was 69 u/l. These results were reported outside the laboratory and were questioned by the doctor who sent the patient to the emergency room to be rechecked. The results from the second sample from the patient drawn in the ER were as follows. The urea/bun result was 57 mg/dl. The creatinine result was 1.34 mg/dl. The aspartate aminotransferase (ast/sgot) result was 24 u/l. The first sample was repeated and the results were as follows. The urea/bun result was 56 mg/dl with a data flag. The creatinine result was 1.40 mg/dl with a data flag. On (B)(6) 2013 the field service representative repeated the first sample and the results were as follows. The urea/bun result was 56 mg/dl with a data flag. The creatinine result was 1.41 mg/dl with a data flag. The aspartate aminotransferase (ast/sgot) result was 25 u/l. The creatine kinase (ck) result was 96 u/l. The field service representative repeated the second sample and the results were as follows. The initial urea/bun result was 56 mg/dl with a data flag. The initial creatinine result was 1.37 mg/dl with a data flag. The initial aspartate aminotransferase (ast/sgot) result was 26 u/l with a data flag. The initial creatine kinase (ck) result was 95 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The investigation could not determine specific root cause based on the provided data. As more than one assay was affected, a pre-analytical sample handling issue was assumed to be the root cause. Based on the fact that field application specialist confirmed the customer performs regular instrument maintenance and the fact that the issue did not reoccur, a general instrument or reagent related issue could be excluded. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.